Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of difficulty retracting helix was confirmed due to helix being clogged with blood/tissue and an over-torqued inner coil. After cleaning, the helix could be extended and retracted. The reported event of failure to insert the stylet was confirmed due to a restriction caused by over-torque of the inner coil, consistent with procedural damage. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant procedure, after the right ventricular (rv) lead was placed, high capture threshold and inadequate capture due to ischemic tissue were noted. The physician attempted to reposition the rv lead however, the helix failed to retract and the stylet could not be inserted into the lead. The lead was explanted and replaced and the patient was in stable condition.